Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4) implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 06-feb-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 06-feb-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The leads had migrated after the patient lost a considerable amount of weight following gastric bypass. They remained functional however since the battery became mobile in the pocket and the patient manipulated it the leads were pulled beyond the area where they could provide therapy. Rep informed the customer they could send the leads back. Customer stated there was no need for analysis. It was reported there was a loss of therapy. Substantial weight loss while product was implanted causing excessive loose skin allowing the ins to be more mobile. Unsuccessful reprogramming followed by a diagnostic x-ray. Leads were replaced and issue was resolved.